Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion testing at a psi (pounds per square inch) rating of 4.2. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, "failed pm, downstream occlusion pressure out of range, triggered at 4.2 psi," was reproduced. A review of the event history log revealed multiple occurrences for downstream occlusion alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.